Event description:
A us distributor contacted zoll to report that a patient developed a open blister under the lifevest equipment. Patient described the area as open blisters. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortizone cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.